Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. An stoma site abscess is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. An unspecified health care professional reported that the patient's peg and j tubes were removed some time ago due to a large abscess at the insertion opening. The patient had to heal and no replacement for 3 months was indicated. It was unknown if the patient received any systemic treatment or medical interventions. Multiple attempts to obtain additional information were unsuccessful.